Manufacturer narrative:
(B)(4); initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the triad cardiac & thoracic surgery. Primevigilance did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
Material no.: unknown; batch no.: unknown. It was reported that 3 patients experienced anaphylactic shock while using chloraprep. Per cioms: other serious criteria: medically significant developed anaphylaxis, anaphylactic reaction, not allowed the chlorhexidine product to dry prior to placement of central venous line product administration error. Case description: on 05-sep-2017, a spontaneous report, case reference number: (B)(4), was received from a physician regarding a patient who was being prepped with chloraprep with tint hi-lite orange 10.5 ml (chlorhexidine gluconate, isopropyl alcohol). This icsr has been reassigned to case reference number: (B)(4). Per email: I wanted to send and document the information I just heard today up the ladder as soon as possible. Today I spoke to in our conversation he mentioned he believes he had about 3 patients go into anaphylactic shock in which he believes may be because of using chloraprep. He mentioned that he has already submitted this to the FDA. I told him that I would look into this, and run it up the ladder internally with bd, and someone would probably reach out to him regarding this issue. I had a discussion with dr gerhardt today about his contacting the company and questions surrounding anaphylaxis. (B)(6) was contacting us to make sure that we were aware of his 3 notifications of anaphylaxis to the FDA approximately 18 to 24 months ago. He had 3 patients while having central venous catheters and swan ganz catheters placed in the or holding room experience immediate flushing (he thought they were pushing vanco to fast) and difficulty with breathing. He stated that he felt that the anesthesiology team was being "sloppy" and not allowing the chlorhexidine product dry prior to placement of central venous lines. He had a training session with the or team and anesthesiologists and reiterated that all antiseptics should be allowed to dry prior to placement and that the or staff should be aware of possible anaphylactic symptoms. He has not experience anaphylaxis since his training. Why he called a patient in his holding area had a big sign that stated not to use any chg products due to hypersensitivity and/or anaphylaxis¿he was reminded of the case and wanted the company to be aware of his notifications to the FDA. Information that we (both dr gerhardt and myself) have committed to research (B)(6) is checking on the type of cvc lines placed. He did not think they were the silver sulfadiazine/chg coated, but he did state they are blue, I told him if they were blue and arrowgard they were the antimicrobial catheters. He is to verify (B)(6) did mention that chg is used everywhere in the hospital, and it concerned him. (B)(6) was not aware that ky jelly had a preservative level of chg, but has had patients with allergic reaction during urinary catheter placement. (B)(6) declined additional training or inservicing for his staff, since his seemed to alleviate the problem. (B)(6) will provide (B)(6) with a literature review on chg and anaphylaxis (B)(6) to provide (B)(6) with a review article on antiseptic stewardship (B)(6) will follow-up with dr gerhardt as to our company data base having the 3 ade notification to FDA. What is needed from pv/qppv. Data base search for all anaphylaxis cases since 2016. If data could be organized by region/state ((B)(6) is in (B)(6), but it would be nice to see all anaphylaxis cases since 2016. In the meantime, dr gerhardt is pulling his records in regards to the notification of the 3 cases to the FDA from 18 to 24 months ago. Once we have determined if cases are in database or not, qppv to follow-up. Erin, please feel free to correct, or contribute to this email.